Event description:
It was reported that the user experienced recurring occlusion alerts with a contact detach infusion set that were only resolved after changing the supply, and the user reported elevated blood glucose at 350 mg/dl associated with these occlusions. Investigation included troubleshooting and user education. Investigation of this case revealed an occlusion resulting in interrupted insulin delivery. Symptoms included thirst, dizziness and headache associated with elevated blood glucose. Outcomes included no reported long-term impairment, and the user transitioned to subcutaneous insulin by pen for glycemic management. It was concluded that the event was related to an infusion set occlusion with resolution after set replacement.